Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The reporter commented that when she got her pump checked following her MRI the hcp (healthcare provider) stated that they had only experienced one patient who had a pump that did not resume after an MRI. The reporter had no further information to provide regarding her comment.